Manufacturer narrative:
Date of event: unknown, not provided; the best estimate date was reported as (B)(6) 2017 or earlier. As the lens was inserted and removed. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a pcb00 23.5 diopter intraocular lens (iol) was drawn back through the incision opening as the inserter was pulled back, which tore the haptic at the transition point from the haptic to the optic. Therefore, the lens had to be removed. An incision enlargement was performed and sutures were used. Reportedly, there will not be any permanent injury to the eye of the patient. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/28/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the plunger was advanced and locked as device required. Viscoelastic residue was observed inside the cartridge and lens storage. There was no lens received with the device or inside the device. The complaint reported cannot be confirmed. Research and development device evaluation: the returned device was additionally investigated by r&d. Excessive amounts of ovd (viscoelastic) was present in the iol storage area of the device. Both the leading haptic shelf and the trailing haptic inspection slot indicate that ovd was placed into this area of the device during preparation. This is evident that ovd may have been injected into the iol storage area rather than injected into the cap of the device. This action could have dislodged the haptics from the normal resting position. This alone does not explain the leading haptic truncation as described by the surgeon. After the dried ovd was removed from the haptic shelf the shelf was inspected for damage or defects that were suspected of trapping the leading haptic as described by the surgeon. The leading haptic shelf was not damaged and in normal condition (no flash present). The used device presents as a normal used device with the exception of ovd being placed into the iol storage area rather than into the protective cap (not returned). If the cartridge was not also filled with ovd, the most likely root cause for this case is a lack of ovd present in the distal portion of the cartridge that allowed the iol to stick in the cartridge creating a push rod override. After the override, the push engaged the leading haptic that was truncated under tensile load from the optic body. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.